Event description:
Additional information notes that the message observed was not an error message. The device exhibited normal behavior.

Event description:
It was reported that error messages were observed via merlin transmissions. The pulse generator exhibited a telemetry radiofrequency anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Corrected data: the message observed was not an error message. The device exhibited normal behavior.